Manufacturer narrative:
(B)(4). Batch # m91v48. The analysis results found that the 2h12lp device was returned in good condition. In an attempt to replicate the reported incident, the device was visually inspected and no anomalies were noted. In addition, the sleeve was disassembled in order to evaluate the condition of the seals and no torn or missing parts were observed. It could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, a black plastic piece was observed. In addition, one of the picture shows four different trocars. However, no conclusion could be reached as to the origin of the foreign matter as the device was not returned for analysis. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # (B)(4). The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that after a lavh, an about two millimeters pillar-shaped rubber piece was found out of the patient after the operation. There were no adverse consequences to the patient.